Event description:
This is a spontaneous case report received from a physician in united states on 13-apr-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for permanent contraception. The lot number used was b71767. The essure coil was inserted in left tube; however upon insertion in right tube the device would not have final roll back and the button could not be pressed. At this point the physician tried to remove whole device and it was already deployed. Upon removal the device was in pieces. They had to remove pieces of it and perform a salpingectomy; all pieces were removed. One piece of coil was sent to lab along with the right fallopian tube. The essure on left side was continued. The product technical complaint (ptc) investigation and final assessment were received on 27-apr-2015. (B)(4). Final assessment : failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure is an anticipated event. The risk to the patient for these types of breakage events were assessed during the design process. Medical assessment: this ptc was initiated due to a product quality issue reported in the context of a complicated device removal. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure physician tried to remove the device and upon removal it was in pieces (interpreted as device breakage), had to remove pieces and did salpingectomy. Device breakage was considered serious due to medical significance and, as it occurred during an attempt to remove the insert, was considered listed in the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. In the present case, upon insertion in right tube the essure would not have final roll back and button could not be pressed. The physician tried to remove the device and upon removal the device was in pieces. A salpingectomy was performed and all pieces of essure were removed from the right side. Considering that the breakage occurred during the procedure, a causal relationship with essure cannot be excluded. This case was assessed as incident due to the reported surgical intervention (salpingectomy). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. The possibility of micro-insert breaking during the procedure is an anticipated event. The risk to the patient for these types of breakage events were assessed during the design process. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information has been requested.

Manufacturer narrative:
Follow up 04-aug-2015: the required number of follow up attempts have been completed, without response to date. No new information was provided. Case closed. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure physician tried to remove the device and upon removal it was in pieces (interpreted as device breakage), had to remove pieces and did salpingectomy. Device breakage was considered serious due to medical significance and, as it occurred during an attempt to remove the insert, was considered listed in the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. In the present case, upon insertion in right tube the essure would not have final roll back and button could not be pressed. The physician tried to remove the device and upon removal the device was in pieces. A salpingectomy was performed and all pieces of essure were removed from the right side. Considering that the breakage occurred during the procedure, a causal relationship with essure cannot be excluded. This case was assessed as incident due to the reported surgical intervention (salpingectomy). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. The possibility of micro-insert breaking during the procedure is an anticipated event. The risk to the patient for these types of breakage events were assessed during the design process. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.